Event description:
It was reported that during a coronary stent procedure, the catheter was being used with another manufacturer's wire and guide catheter. The physician experienced difficulty advancing the catheter through the guide catheter. Upon removal the proximal portion of the stent appears to be "mangled". Another stent was successfully advanced through the guide catheter to complete the procedure. No pt injuries or complications occurred.